Event description:
It was reported that the customer's insulin pump was dumping insulin. The customer stated that he filled the reservoir full and attempted to prime. The customer stated that the insulin pump notified that it was not priming, but the insulin pump was dumping insulin at the same time. The insulin pump alarmed compromised force sensor system afterwards. The customer's blood glucose was unknown. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.